Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321 was cleared in the united states. (B)(4). The device was not returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent posterior spinal fusion surgery at t9-s2. Post op, in (B)(6) 2016, the right rod was found broken at l4-l5. Patient underwent revision surgery for the removal of the broken rod and fixation. Broken rod was replaced with a second rod at l4-l5 and connected with domino.

Manufacturer narrative:
Product analysis :visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified a multimodal fracture, with initial region with evidence of progressive convex striations (beach marks) approximately 70% of the way through the cross-sectional area, followed by another region of increased material disruption, and riverlines which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
X-ray review: "post op films from juvenile scoliosis surgery thoracic-sacral/iliac construct shows rod fracture status post growth between ages 13 and 16. No lumbar instrumentation is present,so no lumbar fusion has occured. Root cause:patient factors,surgical technique."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.